Event description:
It was reported that shaft break occurred. A 20mm x 4.00mm nc quantum apex balloon catheter was selected to dilate the lesion. It was noted that the shaft of the balloon broke prior to going into the patients' body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).